Manufacturer narrative:
The device was returned and evaluated. A visual inspection was performed on the returned device. The implant was returned but not in the original package. The part was verified to be an inclusive tapered implant 5.2 mm x 16 mm x 4.5 mm (70-1070-imp0019) using the radiographic template (gd-437-091015). The returned implant had no defect or non-conformity and the threads were intact. Bone debris was observed from the implant. A lot number was received and a device history record review (DHR) was conducted. The DHR showed no evidence to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration". IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.

Manufacturer narrative:
Unique identifier (UDI) #: the implant was manufactured in may 2015 and has no UDI #. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate. The doctor reported that the implant was placed at tooth location #22 on (B)(6) 2018. The implant was removed on (B)(6) 2019 due to failure to osseointegrate. There was no infection at the implant site, and there was no reported injury to the patient. The patient's current condition is reported to be stable. The patient has type iii bone, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.